Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.

Event description:
It was reported the patient had a gastric band fitted in 2006/2007, the band worked well for one year and the patient lost a lot of weight. After a year, the patient complained of abdominal pains. Upon return to the hospital, they discovered that the port had become disconnected from the tubing. The surgeon reconnected a new port and the patient has not experienced any further problems. The customer disposed of the device.